Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump went back to the load screen after the cartridge was changed and the tubing was filled. The customer reloaded the cartridge successfully. Reportedly, the customer filled the cartridge with 480 units. However, stated that the cartridge could have been possibly overfilled. There was no impact to the customer's blood glucose level.